Event description:
They were post dilating using the advance 35 lp low profile balloon catheter within a zilver stent. The balloon ruptured and it had a circumferential rupture. Part of the balloon catheter came loose and it had to be snared out of the aorta. No adverse effects to the pt. After the piece was snared, the physician went back in with another manufacturer's balloon and this also ruptured, however, it was a longitude rupture and not causing any problems. The physician stopped the procedure at this point and the stent placement was ok. The physician indicated this was a calcified lesion but is concerned at how the balloon ruptured since this was a circumferential rupture. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The product was returned in a used and damaged condition. Balloon burst, compliance, and fatigue verification testing performed. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedure. These detection activities will likely result in a very high probability of detection to prevent rupture. The rated burst pressure, rbp, ID documented in the IFU and label. An examination of the returned device shows evidence of a longitudinal tear in both the distal and proximal halves. In the absence of external restraints, the balloon is designed to burst in a longitudinal direction. When sufficiently constricted by, for example a "calcified lesion", the tear may go circumferential. After rupture, the distal portion will "umbrella" when attempting to resheath causing the balloon to separate. The exact cause of the original rupture cannot be determined as limited info such as inflation pressures were not provided. In the absence of more specific info, a root cause cannot be determined. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (greater than or equal to 15 atm). Due to limited info, a root cause cannot be determined. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.